Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2018-02974. It was reported the patient was unable to place the scs system into MRI mode. The patient's controller also displayed the message:" MRI is not advised". Troubleshooting attempts were unsuccessful. Diagnostic testing revealed low impedance values on several lead contacts. Consequently, the patient underwent surgical intervention wherein the scs system was explanted.